Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead had unsatisfactory parameters during implant after several positions. When the lead was explanted the lead tip was distorted. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The inner insulation of the lead was extrinsically breached due to a tear and the proximal and distal conductor of the lead became extrinsically distorted due to kinking/buckling. Additionally, the outer insulation of the lead was extrinsically breached due to a cut and the inner and outer insulation of the lead was observed to have blood ingression. The visual summary analysis of the lead indicated damage at implant. The analyst further noted the lead model was a 4574 with a j shape. Analysis found nothing wrong at distal end. But found lead damaged. The damage was located at proximal-within 20 cm (distance 7.2 cm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.